Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported that the insulin pump failed to deliver the entire bolus requested. Customer's father reported that this underdelivery was an isolated event that occurred two months prior to the call. Customer's father also reported receiving a no delivery alarm on the insulin pump. Customer's father stated that when uploading the pump's data to the software, a day of data was missing. Blood glucose level at the time of contact was not provided. No further information was provided.